Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator lost the oxygen (o2) supply. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair will be completed at a non-medtronic location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event. A third party service provider noted the oxygen tube was disconnected and reconnected it properly and the issue was resolved. The ventilator was tested and checked to be running normally.